Event description:
It was reported that the patient presented to the emergency room with asystole. Upon evaluation, it was suspected that the battery of this pacemaker was prematurely depleted, going from 6 months to dead in two months. The pacemaker was difficult to interrogate and pacing inhibition was observed. The pacemaker was explanted and replaced. No other adverse patient events were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that the patient presented to the emergency room with asystole. Upon evaluation, it was suspected that the battery of this pacemaker was prematurely depleted, going from 6 months to dead in two months. The pacemaker was difficult to interrogate and pacing inhibition was observed. The pacemaker was explanted and replaced. No other adverse patient events were reported.

Event description:
It was reported that the patient presented to the emergency room with asystole. Upon evaluation, it was suspected that the battery of this pacemaker was prematurely depleting as the estimated remaining longevity had changed from 6-8 months remaining to reaching end of life battery status in approximately two months. The pacemaker was difficult to interrogate and pacing inhibition was observed. The pacemaker was explanted and replaced. No other adverse patient events were reported.

Manufacturer narrative:
B5: describe event or problem was updated. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically observed premature battery depletion.